Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted to an outside hospital and that the initial shocks were appropriate. It was unsure what occurred next as the patient expired in the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had presented to a hospital and experienced multiple cardiac arrests and ventricular tachycardia (vt). It was further reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and the sensing integrity counter (sic) being incremented. Also, the rv lead exhibited undersensing on stored episodes, resulting in delay of episode detection and therapy at times and false termination of events and over-pacing at times. The lead remains in use. No further patient complications have been reported as a result of this event.